Event description:
Reporter alleged obtaining a discrepant blood glucose result of 208 mg/dl back to back with a result of 105 mg/dl on the active s system when testing was performed within 10 minutes. Reporter stated he took his normal 10 mg of glipizide and 500 mg of metformin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.